Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. No intervention has been performed, but the device is now connected on merlin.net. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the device was unable to be found by the programmer was confirmed. Based on the provided information, it was determined that the programmer was able to find the device, but was unable to successfully connect to the device. According to the logs, the device did not detect the magnet during the programmer connection attempt.